Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as burning, red broken skin irritation. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.